Manufacturer narrative:
Additional information: d4, h3 plant investigation: non-conformity related to the reported failure was not observed during manufacturing process. Two similar complaints about this batch number have been reported. The complaint sample was received on (B)(6) 2025. Dried saline solution was visible around the venous venting port, cardioplegia port, temperature port and gas escape. A small leak was found at the recirculation port of the oxygenator, and fluid ran down to the cardioplegia and temperature ports during testing. No leak was observed at the venous venting port. No defect was found at the recirculation port. After tightening the connection at the recirculation port, no leak occurred. All oxygenators are tested for leakages during process controls. The crack may have been subsequently caused by the release of material stress, for example during handling, e.g. Tightening of the connection or transport. Potential root causes during production have been analyzed, and measures are being implemented.

Event description:
A user facility reported a leaking oxygenator housing during priming. There was no patient involvement. The complaint sample was received by xenios for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leaking oxygenator housing during priming. There was no patient involvement. The complaint sample was available for product investigation.